Manufacturer narrative:
Pump passed operating current, a21 error test, displacement test but a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/a33 and excessive no delivery test due to a33 alarm. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported via phone call that they received multiple no delivery alarms and are unable to deliver insulin completely. Customer stated that this has been occurring for the last few weeks and is concerned that the issue may be the insulin pump. Customer's blood glucose reading at the time of the incident was 240 mg/dl. Customer declined any further troubleshooting. Insulin pump is being replaced.